Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, there was noise noted on the ventricular channel of the device. However, when the telemetry headwear was repositioned, it appeared to resolve the noise issue. There were no patient consequences.